Event description:
It was reported that (1) tlc75 device was used during a gastric bypass with rouk-en-y procedure. It was reported by the rep that during procedure the tlc75 improperly fired while transecting stomach. The tlc75 didn't completely fire and staple line was not hemostatic. The surgeon oversewed staple line to complete the case using a ta90 to finish transecting. There was no consequence to the pt.